Event description:
Medtronic received a report that a guidewire encountered resistance in the echelon catheter. It was reported that the plan was to use the medtronic echelon 10 microcatheter for coil embolization. However, after in vitro hydration, the micro guidewire was delivered into the microcatheter and found to be stuck inside the microcatheter and unable to come out. Considering the anesthesia risk, the microcatheter of the same lot was replaced and the surgery was successfully completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that the patient is normal and did not experience any symptoms related to the resistance. A continuous saline flush was administered and maintained as indicated in the IFU. The guidewire was able to pass the catheter hub. There was no damage found to the catheter hub or guidewire. The guidewire tip was j-shaped. The guidewire was not a medtronic device.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. The unknown guidewire used during the event was not returned. Visual inspection/damage location details: the echelon-10 total length was measured to be ~156.5cm. The echelon-10 useable length was measured to be ~148.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or body. The distal tip was found to be separated and not returned. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. Approximately 2.0mm of the distal tip and marker band were found missing. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the distal end. One in house silverspeed-14 guidewire was able to enter and pass through the echelon-10 micro catheter hub subsequently through the catheter body and exited distal end without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. In addition, an in-house silverspeed-14 guidewire was able to enter and pass through the echelon catheter body exit distal end without issue. Possible contributing factor to ¿catheter resistance at hub¿ is ancillary device damage. The cause for the distal tip separation could not be determined. The separated end of the echelon-10 micro catheter exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. It is possible the echelon-10 micro catheter became damaged upon removal from the packaging or if the guide wire is advanced past the tip of the micro catheter (outside patient body) subsequently causing the tip to separate during insertion into the hemostatic side arm adapter. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.